Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl following an infusion set change while the ilet device remained connected to the body. The user was treated with glucagon and carbohydrates at home and did not seek medical attention. The user recovered without further complications.